Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported occlusion alarm was not confirmed or duplicated. An f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.